Event description:
The customer complained of low blood glucose levels. The reported blood glucose reading was 76 mg/dl. The customer stated that she was connected to the insulin pump during the manual prime, inadvertently delivering nine extra units of insulin into her body. Paramedics were called to assist the customer, and when they arrived the call was disconnected. The customer called back, and during the second phone call the customer was experiencing high blood glucose levels. The customer reported that when she was treated by paramedics, she found that the reservoir was empty. The customer did not know why the reservoir was empty. The customer then said that she was sure that she was not connected during the manual prime, contrary to what she had stated during the first phone call. Troubleshooting was performed and found that the programming on the insulin pump was correct. The prime test passed. A tubing clamp was not available to perform the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.